Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the cartridge tubing was "almost burnt/heated/bent." Reportedly, the alarm was cleared and insulin delivery was resumed. In addition, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose ranged from approximately 230-250 mg/dl.